Event description:
It was reported that a female patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. When the physician checked at the end of the procedure if pericardial effusion had occurred or not by the echo, there was a little accumulation, so drainage was performed. The pericardial effusion was drained. It was almost not drained, but about 1 cm was drained with a syringe. After that, there were no particular problems. The physician's opinions on the relationship between the event and the product: pericardial effusion was almost not drained, but only about 1 cm was drained with a syringe. The patient outcome of the adverse event was improved. The generator used was smartablate. Prior to noting the cardiac tamponade ablation was performed. There was no evidence of steam pop. Causality with product is unknown. The physician's comment: there was no particular problem. It is not clear when occurring the issue, but the issue may have occurred during mapping and not while ablation. After the procedure, when verifying by echo whether pericardial fluid had accumulated, a little had accumulated and drainage was performed. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
(B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30706976l, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 1-aug-2022, bwi received additional information regarding the event. The adverse event was discovered post use of biosense webster products. The patient outcome of the adverse event was improved. The patient did not require extended hospitalization because of the adverse event. The generator used in the case was a smartablate. A transseptal puncture was not performed. Ablation was performed prior to noting the cardiac tamponade. There was no evidence of steam pop. An irrigated catheter was used in the event and the flow setting was 1 second / 5 seconds. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).